Event description:
This the same event and the same patient reported under MDR ID # 2939859-2003-00127. This second MDR is being submitted for the second suspect product, also a device manufactured by inamed corporation. Two months after treatment with bovine collagen, the patient developed symptoms of a hypersensitivity at the treatment sites. Oral steroids were prescribed for treatment.